Event description:
It was reported that there were cracks near the top of the patient line of a homechoice automated pd set with cassette which resulted in a leak. This occurred prior to removing the patient line cap in preparation for peritoneal dialysis therapy. The patient started over with new supplies. There were no sharp objects used to open the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in february 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak and clear passage testing were performed and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.